Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0600570 chronic catheters allegedly experienced fracture. This information was received from various sources. All malfunctions involved a patient with no reported patient injury. One malfunction involves a 5 year old female patient weighs 13 kg. For other two malfunctions patient information was not provided.

Manufacturer narrative:
H10: the lot number for one out of three malfunctions were provided, therefore, lot history review was performed. For two malfunctions the devices were returned for evaluation. For one malfunction, device code changed to 1074 - burst container or vessel and 1250 - fluid leak, and the investigation is confirmed for fluid leak, catheter tear and burst. For one malfunction, the investigation is confirmed for fracture. For the remaining one malfunctions, the investigation is inconclusive for fracture. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g4. H11: h6(results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for one out of three malfunctions were provided, therefore, lot history review will be performed. For two malfunctions the devices were not returned for evaluation. Therefore, the investigation is inconclusive for the reported fracture issue. For the remaining one malfunctions, the company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0600570 chronic catheters allegedly experienced fracture. This information was received from various sources. All malfunctions involved a patient with no reported patient injury. One malfunction involves a (B)(6) year old female patient weighs (b))(6) kg. For other two malfunctions patient information was not provided.